Event description:
The laser fiber (gold) tip broke off during procedure. Attempted to flush out. Unsuccessful consult called. X-ray taken and dr finished case with no apparent injury. Pt in or for bph.